Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with a scratchy feeling and irritation in the left eye two days post lasik. The patient was prescribed an oral steroid, the topical steroid was increased, and a flap lift and rise was performed. The patient was seen in follow up and noted the symptom's resolved.